Manufacturer narrative:
E.1.initial reporter facility name: (B)(6) hospital. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. Investigation summary: bd had received two customer photos for review and analysis. After review and analysis of the customer photos, specimen can be seen within the test tube rack holder as a well as the customers tube label. Therefore, bd is able to confirm the customer reported defect based on customer photo analysis. 30 retain samples were subjected to a visual inspection for damages. 0 of 30 samples failed for damages. Therefore, bd is unable to duplicate the customers reported defect based on retain sample analysis. 10 retain samples were subjected to a visual inspection for brittleness. 0 of 10 samples failed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint is able to be confirmed for the indicated failure mode of blood leakage based on customer photos. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there were seven (7) cracked tubes which resulted in blood leaking into the tray after centrifugation was completed. There was no report of impact to the patient or user.